Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device failed the therapy delivery test and had an equipment disabled: therapy message. There was no patient involvement.